Event description:
During an l2l3 puncture procedure, with the patient in a sitting position, the 27g x 31/2 whitacre needle cannula broke 4.7 cm from needle hub with 4.3 cm of the cannula remaining inside patient. User reports that resistance was felt during needle insertion at which time insertion was stopped. Needle was removed at this time and found to be broken. The needle fragment was removed from the patient via a 3cm incision. The patient was then re-punctured at a position lower than the original site. User reports successful outcome of subsequent procedure.

Manufacturer narrative:
A review of the complaint database did not reveal any other incidents of this nature with these lots of needles. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used , and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.